Event description:
Patient's mother reported a pt with a corneal ulcer. Ophthalmologist reported, the patient was referred with a central ulcer os. Treatment record was provided by fax. The patient presented with redness, pain, foreign body sensation and photophobia after wearing his lens overnight. Va was 20/60 ou with his current glasses correction pinholing to 20/30 -2 os. Exam revealed 3+ ciliary flush os. "2 irregular areas of fluorescein uptake with 3+ cellular infiltration virtually in the visual axis. There is a fine dusting of the endothelium inferiorly with 1++ flare and cell in the ac." Pupil is round and central. Impression is soft contact lens overwear associated with corneal ulcers x2 os. A culture was taken and the patient was started on zymar q30 min while awake and q1h at night. On day 2, the ophthalmologist reports pain and injection decreased. Va near was 20/20 ou and os, there is virtually no fluorescein uptake in place of the 2 ulcer seen virtually in the visual axis yesterday, but there is 1++ cellular infiltration of the anterior stroma in the visual axis. There was fine kp (keratic precipitates) noted inferiorly. There is 1+ cell in the anterior chamber. Irides are normal in both eyes." Day 4 patient has slowed the use of zymar to q2h wa ciprofloxacin oint at hs. Vision with his current glass is 20/30 od 20/40 os. Ph is 20/20 ou. Mild injection os with no exudate. Sle os "there is only mild residual cellular infiltrate of the central cornea involving the visual axis...there was fine debris on the endothelium inferiorly, but essentially no flora or cell in the anterior chamber...irides are normal. Pupils round and central and lenses are clear." Impression: resolving infectious corneal ulcer. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.